Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (17) opened 32gx4mm bd pen needles without tear drop labels attached. Consumer had reported needle clog and attaching the pen needles have been difficult now and in the past. All 17 returned pen needles were examined, and it was observed that 15 exhibited bent non-patient end (npe) cannulas and 2 exhibited broken npe cannulas. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Furthermore, the bent and broken npe cannulas would affect the user¿s ability to attach the pen needles properly. Since all 17 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 17 pen ndl 32g 4mm hp needles were unable or difficult to prime, unable to deliver insulin or medication or difficult to operate. The following information was provided by the initial reporter: the consumer reported that the needles clogged with no insulin flow when priming and/or taking injection and are difficult to attach. Date of event: unknown. Samples: yes.